Event description:
It was reported to resmed that a system fault (sf180) occurred on an astral device indicating a battery charger fault. This resulted in an alarm which notified the caregiver of the error message. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00100.